Event description:
It was reported that after cystoscopy the patient experienced a urinary tract infection (uti), verified by a urinary culture that was positive for escherichia coli. The patient was treated with the antibiotic bactrim. It was noted that the facility requested information regarding the cleaning process. The facility did not have a reprocessing machine; manual high level disinfection was performed but upon evaluation, not all steps were being completed. Additional information was requested.